Manufacturer narrative:
(B)(4). The customer originally reported that the monitor was unable to interpret the patient's paced ECG correctly and that false alarms were being generated. This would have minimal health risk if it were to recur. More recent information obtained on friday, january 20th, suggests that the pacer may have been implanted unnecessarily due to a different issue, inability to accurately measure heart rate. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor was unable to interpret the patient's paced ECG correctly. More recent information obtained on friday, january 20th, suggests that the pacer may have been implanted unnecessarily.